Manufacturer narrative:
Device passed functional testing. No physical damage or burn mark on case noted.

Event description:
Customer reported via phone call that he was hospitalized due to sensor. Customer mentioned the sensor was burning his skin. Customer's blood glucose was over 160 mg/dl. After troubleshooting, customer agreed to return the transmitter for analysis.